Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated in to the heart wall and exhibited high pacing thresholds. The lead was successfully repositioned to septum and all measurements were within normal limits. This rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.